Manufacturer narrative:
The device was returned, and an investigation into the reported low pump flow has been completed. Data logs showed the pump flow suddenly decreased until the "impella flow reduced" alarm triggered. Visual inspection of the returned pump revealed a cannula kink proximal to the outflow cage. No other damage or abnormalities were found. Therefore, it was determined that the cause of the low pump flow was a use related kinked cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump exhibited low flows, and a catheter kink was found near the impella outlet. Attempts to resolve the kink by repositioning were unsuccessful, so the pump was removed and replaced with a second impella. No patient harm was reported.